Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had a button error alarm and an unresponsive keypad. The customer confirmed that the device had been exposed to sweat. Blood glucose level at the time of the incident was 163 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.